Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): device available for eval. Type of investigation. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID #: (B)(4).

Event description:
N/a.